Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5141299 / 5141304, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing an inadequate pain relief. It was also noted that the patient was having difficulty charging the ipg. The patient underwent an explant procedure and was doing well postoperatively.